Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow-up session the physician found a significant increase in the right ventricular (rv) lead threshold capture. No further action taken and the patient will continue to be monitored until the next follow-up. The rv lead remains in use. No patient complications have been reported as a result of this event.